Event description:
It was reported through litigation that the "cassette" of an administration set was not utilized properly and resulted in the free flow of solution. The 11 day old premature infant was to receive 16 ml of lipids over a 24 hour period. However, the baby reportedly rec'd 200 mls over approx 1 hr. It was reported that the child is blind, a paraplegic and microcephalic as a result.